Event description:
A (B)(6) yr old male (B)(6), who received 2 units of osigraft (op-1 implant) on (B)(6) 2005 as part of an instrumented posterolateral fusion of the lumbar spine (B)(4) was diagnosed with mature b cell lymphoma, small cell. A CT scan performed on (B)(6) 2005 revealed a tumor in the perirenal fat of the left kidney. The transverse diameter was 3 cm and the crano-caudal measurement was 10 cm. A biopsy performed on (B)(6) 2006 confirmed the mature b cell lymphoma, small cell. Treatment info was not provided. The event is continuing. The surgeon did not suspect the event was related to the use of osigraft. Despite the investigator's assessment that the event was not related, causality cannot be completely ruled out. Add'l info will be requested.